Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light and optical cover glass was chipped, the light and optical cover glass adhesive was worn, the distal end adhesive was worn, the aspiration housing pass colored ring was worn, the up/down and right/left angulation was not to specification, the up/down control knob play was not to specification, water flow and removal was not to specification and the scope failed the electrical safety test. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the scope guide of the evis lucera elite colonovideoscope was not working. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water nozzle had a black plastic like foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.